Manufacturer narrative:
Supplemental report submitted to include additional information received through follow up and to correct the initial report. Updated b5. Per additional information received from the health care facility, the valve was explanted due to endocarditis after an implant duration of 3 years and 11 months. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards multi stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards valves as provided to customers. Therefore, the probability of endocarditis related to edwards bioprostheses is remote. In this case, per the medical records review the valve was explanted due to prosthetic valve endocarditis. Blood cultures were positive for enterococcus faecalis and a CT revealed an splenic infarct/abscess. The pathology report found the bioprosthetic valve to have bacterial endocarditis with gram positive cocci in clusters. Based on the available information, it appears that the source of the infection was likely related to patient factors (e. Faecalis bacteremia, ileal ulcer and splenic infarct/abscess) this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Event description:
It was reported by the implant patient registry that this patient with a 9750tfx 26mm sapien 3 ultra transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 1 month and 22 days due to prosthetic aortic valve endocarditis and mitral valve endocarditis. Approximately one month post tavr, the patient presented with sob and fatigue. Records indicated that he was lethargic and febrile. Blood cultures were positive for e. Faecalis with tee showing vegetation of the prosthetic aortic valve, along with a vegetation on the posterior leaflet of the native mitral valve. The patient was admitted for acute bacterial endocarditis and treated with antibiotics. Upon admission, it was observed that the hemoglobin had dropped to 6.0 from 10.6 post tavr on admission. Upon consult with gastroenterologist, the patient was found to have jejunal arteriovenous malformations (avm) and a small ileal ulcer. A left heart catheterization showed severe coronary disease of 2 vessels. In addition, the patient had left flank pain and a CT revealed an splenic infarct/abscess. 1 month and 22 days post op, the patient underwent open heart surgery due to prosthetic aortic valve endocarditis, native mitral valve endocarditis, and coronary artery disease. Per the surgeons findings, the tavr valve had endocarditis on its leaflets, but there was no extension of endocarditis or abscess/infection into the surrounding tissues. The thv was explanted and replaced with a 25mm aortic surgical valve. The pathology/microbiology report the bioprosthetic valve was found to have bacterial endocarditis with gram positive cocci in clusters.

Manufacturer narrative:
Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards multi stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards valves as provided to customers. Therefore, the probability of endocarditis related to edwards bioprostheses is remote. The valve was not returned for evaluation due to endocarditis. In this case, the root cause of the event remains indeterminable due to the limited information available. Despite multiple investigational attempts, the source of infection remains unknown as the additional information and medical records requested to the facility have not been yet provided. However, there was no allegation or indication that the reported endocarditis was related to a sterilization failure during the manufacturing process of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported by the implant patient registry that this patient with a 9750tfx 26mm sapien 3 ultra valve implanted in the aortic position, underwent an explant procedure after an implant duration of 1 months and 22 days. According to the facility nurse, the explant was due to prosthetic aortic valve endocarditis and mitral valve endocarditis. Additional information was not provided by the facility. The source of the infection is unknown at this time.